Event description:
It was reported that a patient had a trial device for two weeks and had a permanent implantable neurostimulator (ins) implanted two days prior to the report. The day prior to the report, the patient noticed she started leaking. There was a loss of therapeutic effect. The patient increased the device setting from 0.8 volts to 0.9 volts and did feel stimulation, but now no longer felt stimulation. The patient programmer was synched with the ins and stimulation was on and set at program 4 at 0.9 volts. The patient increased to 1.0 volt and felt stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).